Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment in the intensive care unit with a prismaflex m150 set, a fluid leak from the drain bag was observed. The treatment was discontinued and a new set was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a video and photograph of the sample was provided for evaluation. Visual inspection of the provided video and photographs showed that there was an external leak at the level of the drain bag sealing near the stopcock. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.